Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that recommendations were requested to program this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) mode. Technical services (ts) indicated that, because the right atrial (ra) lead is a non-boston scientific device, the system is classified as non-MRI conditional. Ts also observed high out-of-range ra pacing impedances, measuring above 3000 ohms, which were suspected to result from a spring contact issue. Ts recommended further evaluation of the lead. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that recommendations were requested to program this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) mode. Technical services (ts) indicated that, because the right atrial (ra) lead is a non-boston scientific device, the system is classified as non-MRI conditional. Ts also observed high out-of-range ra pacing impedances, measuring above 3000 ohms, which were suspected to result from a spring contact issue. Ts recommended further evaluation of the lead. No adverse patient effects were reported. This ICD remains in service.